Event description:
The customer reported poor quality image during preparation for use of a rigid video laparoscope. There was no patient involvement reported.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided once available. E1 - initial reporter establishment name: (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the light guide bundle was chipped. A root cause could not be identified. Based on the results of the investigation, it was due to a component failure of the universal cord for the customer's allegation. And for the newly identified malfunction, it was caused by a component failure of the light guide bundle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.